Event description:
It was reported that shaft break occurred. A 4.00 x 16mm synergy xd drug-eluting stent was selected for use; however, it was noted that the hypotube of the stent broke. There were no patient complications reported. No further information is available.